Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate

Event description:
Article received entitled " first u.s. Lawsuit filed against depuy-synthes for attune knee replacement failure" the article has reported 9 prominent orthopedic surgeons reported they have encountered an unusually high-rate of premature failures of the system.

Manufacturer narrative:
The device associated with this reported event was not received for examination.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.